Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps/instructions: flush bag ran out of fluid. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is conservatively filed for patient death. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The patient anatomy included a morbus barlow mitral valve and a cleft. Two clips were implanted. A third clip was advanced, with the intent to implant at the anterior 1/posterior 1 (a1/p1) leaflet segment, but the clip became caught in the chordae. Air was seen in the left atrium and the left ventricle, and it was noted that one of the infusion bags was empty. The infusion was stopped immediately. After 10-15 minutes, the patient's breathing stopped and the patient went into ventricular fibrillation. Defibrillation and ventilation were performed and the patient was intubated. Asystole was noted and cardiopulmonary resuscitation (CPR) was performed. During CPR, the patient's sternum was broken. The patient was resuscitated and the procedure continued with implantation of the third mitraclip on the anterior mitral leaflet only. Extracorporeal membrane oxygenation (ECMO) was started and the patient was transferred to the university of mainz. A pneumothorax and hematothorax were noted and blood transfusions were administered. On (B)(6) 2016, the patient died. An autopsy was requested; however, it is not known if one will be performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of air emboli, respiratory failure, cardiac arrest, foreign body and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who states that in this complex case of barlow disease, ventricular fibrillation occurred after the presence of air was noted with an empty infusion bag. Subsequent maneuvers did not succeed in saving the patient who died the following day. The triggering factor for the cascade of event was most likely air embolization and this may have been due to operator error. Death was unrelated to the device. The clip delivery system instructions for use warns that heparinized saline flush should be continuous throughout the procedure. Discontinuing flush may result in air embolism and/or thrombus formation. All available information was investigated, and the reported clip becoming caught in chordae, appears to be related to patient morphology/pathology. The reported foreign body in patient appears to be related to procedural conditions, as due to chordal entanglement, the clip was implanted only on the anterior leaflet. The reported user error was associated with the empty infusion bag which was noted during the procedure after air was noted in the left atrium and left ventricle. The reported air embolism was a result of the user error and the cascading effects of respiratory failure, cardiac arrest and subsequent death were; therefore, related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.